Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose dovetail on the scope. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was confirmed. The mounting plate was re-mounted, tightened, and loctite was applied to the screws to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose mounting bracket. How or when the bracket became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, a new scope was installed on the system.